Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 8mm vessel sealer extend (vse) instrument to perform failure analysis. Failure analysis investigations confirmed the customer reported complaint. The instrument was analyzed and it was found to have failed an electrical continuity test. There was no visible broken conductor wire at initial investigations. The instrument was re-evaluated by advance failure analysis team where; it was analyzed using x-ray revealing no broken conductor wire(s) at weld. The instrument was then disassembled, and it was noted that the conductor wire for the crimp-jaw combination was broken inside the housing, about 1.75 inches from the crimp. The other conductor wire of instrument was not broken but had a slight insulation damage. Upon further clarification, it was determined that conductor wire had an exposed wire in addition to the insulation damage. The instrument had passed an electrical continuity test. The probable root cause of damaged insulation, conductor wire breakage and associated failure of electrical continuity test is attributed to manufacturing issue. It was proposed that the wire likely got pinched during the manufacturing process, during screw installation.

Event description:
It was reported that the 8mm vessel sealer extend (vse) instrument had an unspecified issue. No fragment fell into the patient. No known impact or patient consequence was reported.